Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles leaked and were difficult to operate. The following information was provided by the initial reporter :   it was reported by the health professional that the pen needle stopped working and the medication spilled from the device causing the consumer to receive more of a dose than usual.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles leaked and were difficult to operate. The following information was provided by the initial reporter:   it was reported by the health professional that the pen needle stopped working and the medication spilled from the device causing the consumer to receive more of a dose than usual.